Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by repair work order that the brakes would not fully disengage due to a broken weldment in the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the brakes would not fully disengage due to a broken weldment in the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as the account completed the evaluation of the product. The replacement component was sent to the account, which will complete the repair. Account completed evaluation.